Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol) model zkb00, +6.0 diopter was explanted from patient¿s right eye. Additional information was received, and it was learnt that the lens was explanted because of patient experiencing blurry vision. Reportedly anterior vitrectomy was performed. The replacement lens was an ar40e +6.5 diopter iol. Post exchange the patient's vision was within normal limits. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.